Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address poly wear and osteolysis. There was a large osteolytic cyst/lesion behind the cup. Although the cup was originally reported to be loose, additional info obtained from the sales rep indicated that the cup was fixed but was changed to address the osteolytic cyst and to allow for use of a larger head.